Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger, product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead.

Event description:
The last time the patient charged it did not complete the charge. It would get to three quarters full and then the charge would not complete. He has been charging for an hour and a half. He was going to try charging and see if the recharger increments to full. This has happened on both charging sessions since implant. It was not always that easy for the patient to find the right spot to charge. Additional information has been requested.